Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with blood glucose of 60 mg/dl trending downward; the user was advised to treat the low glucose, and was informed that the device suspends insulin delivery at low glucose levels. Symptoms included low blood glucose. Outcomes included the need for user intervention to treat hypoglycemia; no injury or hospitalization occurred. Investigation included review of device performance data and user-reported history, as well as troubleshooting and education. Investigation of this case revealed no device malfunction reported and that the device is designed to reduce or stop insulin when glucose is low. It was concluded that the event was consistent with hypoglycemia of unclear cause with appropriate user counseling provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.